Manufacturer narrative:
Customer (person): mobile phone: (B)(6). Implant date: (B)(6) 2012. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The bare proximal fixation stent on a zenith flex aaa endovascular graft bifurcated main body was reported to be fractured. The fracture was identified during the imaging review process for a cook custom made device. The device was implanted in the patient in 2012. Additional information has been requested but has not been provided at the time of this report.

Event description:
Additional information was provided on (B)(6) 2022. The patient presented with a type 1a endoleak and paravisceral aneurysm progress. The physician plans to treat the patient with a custom-made device (cmd). The custom-made device will have two fenestrations for the celiac and the superior mesenteric artery as well as two branches for the renal arteries. At the time of this report the cmd creation is still in progress and has not been placed in the patient. Lot numbers for all the devices placed are unable to be provided as there is no proper medical record for the past ten years for this patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: a2, a3, b5, b7, h6 - annex e. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
While investigating the complaint 1820334-2022-01814 regarding an incident of suprarenal stent fracture, mural thrombus in the main body (tffb-36-113-zt) was discovered during the image review. The initial device evaluation investigating the failure suprarenal stent fracture of the tffb-36-113-zt was submitted on 23mar2023. All other new additional information of the device evaluation for the tffb-36-113-zt regarding the other failure mural thrombus will be provided below. Cook also reviewed the additional product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion graft or native vessel occlusion: individualization of treatment: additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy; co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity); patient¿s suitability for open surgical repair; patient¿s anatomical suitability for endovascular repair; the risk of aneurysm rupture compared to the risk of treatment with the zenith flex aaa endovascular graft. Ability to tolerate general, regional, or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french to 22 french vascular introducer sheath; non-aneurysmal infrareanl aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm,; with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm,; with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta; iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall) freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft; the final treatment decision is at the discretion of the physician and patient. Based on the information provided, product image review, and the results of the investigation, cook could not establish a definitive cause for the failure mode. The reviewer noted ¿there is moderate mural thrombus in the paravisceral aorta with mural thrombus extending down through the main body graft in a columnar fashion.¿ thrombus/occlusion is a known inherent risk of the device per the IFU. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: b5 correction: ra # investigation ¿ evaluation siriraj hospital informed cook on 30nov2022 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (tffb-36-113-zt) lot unknown. An initial evar (endovascular aneurysm repair) procedure was completed in 2012. During the evar, bilateral common femoral arteries were dissected and looped. Systemic heparinizations was completed and both superficial femoral arteries were looped to prevent throwing thrombus to both legs. Introducer sheaths (7 french) were inserted bilaterally at the common femoral arteries through skin bridges. Aortography was performed through the left common femoral artery marker pigtail catheter. An 18 french long introducer sheath was applied to the right common femoral artery for testing. This was completed prior to deployment of grafts. The main body graft (tffb-36-113-zt) was deployed, and suprarenal fixation was deployed. The contralateral limb of the main body graft was cannulated by a support catheter. Complete deployment of the main body graft (tffb-36-113-zt) was completed. After sizing was completed using a marker pigtail catheter the contralateral iliac leg graft (tfle-12-90-zt) was deployed. The ipsilateral limb (tfle-24-39-zt) was also deployed in the same fashion. Final aortography was performed after balloon dilatation at overlapping zone and distal landing zone. Arteriotomies were closed by interrupted and continuous sutures (prolene 6/0). The incision was closed by sutures (vicryl 2/0m 3/0, and 4/0) in interrupted fashion. The patient presented with a type 1a endoleak and perivisceral aneurysm progress. The tffb-36-113-zt bare proximal fixation stent appeared to be fractured. The site plans to treat the event with a cmd (custom made device), 2 fenestrations for celiac, sma (superior mesenteric artery) and 2 branches for both renal arteries. The graft has not been placed. Cmd is still in the process. The site is unable to provide the lot numbers of the originally implanted devices as there is no data record at the hospital. The site has confirmed that the (B)(6)2022 was when the stent fracture of the suprarenal stent was discovered. Reviews of the documentation, including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, imaging in the form of a post-operative CT study dated 08nov2022 was provided for expert image review by a physician. The reviewer found that, "an infrarenal aaa was previously repaired using a tffb-36-118 main body graft, an ipsilateral tfle-24-39 leg on the right, and a contralateral tfle-12-90 leg on the left. At 10 years, there is aneurysmal dilation of the paravisceral aorta, consistent with an extent IV taaa, with loss of proximal tffb graft wall apposition. A proximal endoleak is not identified, likely due to thrombus in the sac around the tffb graft. The proximal tffb graft begins 15 mm below the lra with the aortic diameter measuring 53 x 45 mm here. This proximal dilation is likely due to natural disease progression given the time interval, but it cannot be determined if there was adequate positioning and seal of the proximal tffb graft at initial repair. There is a focal fracture of the suprarenal stent at the left lateral segment near the graft attachment. This is likely due to the progressive aneurysmal dilation of the paravisceral aorta with acute angulation of the posterior half of the suprarenal stent deflecting along the posterior aneurysm wall with continued fixation of the anterior half of the stent, causing stress at the junction point. The fracture is likely a result of, rather than a cause of, the proximal aneurysmal dilation and loss of proximal graft wall apposition." Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information from the facility. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions 4.1 general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. 4.4 device selection strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression 4.5 implant procedure appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 8 patient counseling information patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death 10.5 device sizing guidelines the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. 11 directions for use anatomical requirements proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. Pre-implant determinants verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification. 12.4 ultrasound ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis. Included on the videotape should be the following information as outlined below: ¿ transverse and longitudinal imaging should be obtained from the level of the proximal aorta demonstrating mesenteric and renal arteries to the iliac bifurcations to determine if endoleaks are present utilizing color flow and color power angiography (if accessible). ¿ spectral analysis confirmation should be performed for any suspected endoleaks. Transverse and longitudinal imaging of the maximum aneurysm should be obtained. Evidence provided by the complaint facility, device failure analysis, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, examination of post-operative imaging provided by the facility and the results of our investigation, it was concluded that an adverse event related to the patient condition due to aneurysmal dilation of the paravisceral aorta, consistent with an extent IV taaa, contributed to the reported event. The image reviewer noted ¿there is a focal fracture of the suprarenal stent at the left lateral segment near the graft attachment. This is likely due to the progressive aneurysmal dilation of the paravisceral aorta with acute angulation of the posterior half of the suprarenal stent deflecting along the posterior aneurysm wall with continued fixation of the anterior half of the stent, causing stress at the junction point. The fracture is likely a result of, rather than a cause of, the proximal aneurysmal dilation and loss of proximal graft wall apposition.¿ the site has stated the patient presented with a type 1a endoleak; however, the image reviewer did not identify a proximal endoleak in the imaging. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon review of imaging during the investigation, a mural thrombus was discovered in the main body graft (rpn: (B)(4)).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3, b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 19dec2022. The date the stent was discovered to be fractured was (B)(6) 2022. The patient presented with a type 1 a endoleak and paraviseral aneurysm growth. During the endovascular aortic repair, bilateral common femoral arteries were dissected and looped. Systemic heparinization was completed (80 u/kg) and both superficial femoral arteries were looped to prevent throwing thrombus to both legs. Introducer sheaths (7 french) were inserted at bilaterally at the common femoral arteries through skin bridges. Aortography was performed through the left common femoral artery marker pigtail catheter. An 18 french long introducer sheath was applied to the right common femoral artery for testing. This was completed prior to deployment of grafts. The main body graft (tffb-36-113-zt) was deployed and suprarenal fixation was deployed. The contralateral limb of the main body graft was cannulated by a support catheter. Complete deployment of the main body graft (tffb-36-113-zt) was completed. After sizing was completed using a marker pigtail catheter the contralateral iliac leg graft (tfle-12-90-zt) was deployed. The ipsilateral limb (tfle-24-39-zt) was also deployed in the same fashion. Final aortography was performed after balloon dilatation at overlapping zone and distal landing zone. Arteriotomies were closed by interrupted and continuous sutures. The incision was closed by sutures in interrupted fashion.